Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited high out of range pace impedance measurements. These measurements were noted to have been fluctuating over time. This lead was then explanted and replaced. No additional adverse patient effects were reported.